Event description:
The pt was admitted for complaint of a cold left leg. During a percutaneous thrombectomy of the sfa, the physician noted that a 0.035" trailblazer catheter tip broke off in the distal sfa during a wire exchange. The physician was not able to retrieve it. It broke off just before the most proximal radio-opaque marker. An attempt to retrieve it was also made the following day, but the proximal end of the tip had penetrated into the wall of the artery while they tried to retrieve it during the original procedure, and the physician was not able to capture it with a snare. The pt was admitted with critical limb ischemia and will need an amputation (probable above the knee amputation).